Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise during a non-device related surgical procedure resulting in an inappropriate shock. Following the device recorded code 1006 indicative of high voltage detected on lead during a charge. Boston scientific technical services (ts) noted that this can occur due to external defibrillation or electrocautery. As a result of the code 1006, device therapy is limited to maximum energy shocks. Ts recommended in office troubleshooting to perform a capacitor reformation and subsequent delivery of a 1 joule or greater shock into normal sinus rhythm. This was performed and the device was able to successfully perform both. These actions cleared the code 1006 and restored all therapy for the device. No adverse patient effects were reported. The device remains implanted and in service.